Event description:
On 04/26/10, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient has been injected with, received, and/or who has taken and ingested and consumed the drug heparin and had severe side effects caused by this drug.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.